Event description:
During a coil embolization procedure of the (pcom) posterior communicating artery, the enterprise vrd and delivery system (enc452212/ 10045535) was advanced via the select plus (mc) microcatheter (606s255x/ 15455537), but there was resistance and the device could not be advanced. The devices (enterprise and mc were withdrawn from the patient. Then, ev3 products were utilized to complete the procedure, and the same microcatheter (select plus) was not utilized to complete the procedure. Constant fluoroscopy was performed at all times, and an adequate continuous flush was maintained through the mc at all times. The mc was re-shaped prior to use with the shaping mandrel, steam and without any damages. There were no kinks in the mc or enterprise delivery system that may have contributed to the event.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00 and 1058196-2012-00183.

Manufacturer narrative:
During a coil embolization procedure of the (pcom) posterior communicating artery, the enterprise vrd and delivery system (enc452212/ 10045535) was advanced via the prowler select plus (mc) microcatheter (606s255x/ 15455537), but there was resistance and the device could not be advanced. The devices (enterprise and mc were withdrawn from the patient. Then, ev3 products were utilized to complete the procedure. The same prowler select plus mc was not utilized to complete the procedure. Constant fluoroscopy was performed at all times, and an adequate continuous flush was maintained through the mc at all times. The mc was re-shaped prior to use with the shaping mandrel, steam and without any damages. There were no kinks in the mc or enterprise delivery system that may have contributed to the event. One non-sterile enterprise vrd and delivery was received coiled inside a pouch, the stent was received already deployed, the coil tip was found wavy and it was kinked at 4.7cm and 5.5cm from distal end, no other anomalies were found. Coil tip was observed under the microscope and damage (kinks) was confirmed, stent was also observed under the microscope and no anomalies/damages were noted. Additionally one non-sterile prowler select plus was received inside its coil dispenser inside a pouch, no visual anomalies were found. The distal tip was observed under the microscope and no anomalies were noted. Functional test was performed as per procedure with insertion/ removal of the enterprise delivery wire through and from the returned prowler select plus microcatheter. There was no resistance/friction; the enterprise passed completely through the microcatheter. The ID of microcatheter was measured and was found within specification. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of enterprise lot 10045535. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Because the enterprise device was received with the stent deployed, functional testing with the unit as shipped could not be preformed. There was no discrepancy with insertion of the returned enterprise delivery wire through the returned prowler select plus and no discrepancy with the returned stent or microcatheter. The cause of the event experienced by the customer and the cause of the damages found on enterprise delivery wire coil tip could not be conclusively determined, however the analysis and the device history records review of the enterprise and prowler select plus indicates that the devices did not present indication of manufacturing defect or anomaly contributing to the reported event. It is possible that clinical/procedural factors may have contributed to the event; however, no conclusion can be made. Therefore no corrective action will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00 and 1058196-2012-00183.